Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
During treatment of a calcified lesion in the rca a type iii perforation in the midsegment of the main branch was detected. A pk papyrus covered stent 3.5/15 was implanted but there was still bleeding. A second pk papyrus (complaint device) with same size was implanted but there was still extravasation of blood. Subsequently, a pk papyrus 4.0/15 was implanted proximally. This did not resolve the bleeding. Another pk papyrus 3.5/15 was placed overlapping in the mid segment. Post-dilatation was performed, protamine was given, and pericardial drain was performed. Timi-3 flow was achieved with good myocardial blush distally.